Event description:
It was reported that the inflatable penile prosthesis (ipp) was replaced because it stopped working. The physician attempted to cycle and found air in the pump. There was a hole in the cylinder, causing fluid loss. There were no patient complications.